Manufacturer narrative:
Remote support from the customer care solution center was received, during which the asp determined this was a malfunction with the power pca. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a component failure. It was determined the power pca needed replaced to resolve the reported issue. The asp recommended to replace the power pca to resolve the reported issue; however, we are unable to confirm the final disposition of the device. It has been concluded that no further action is required at this time.

Event description:
It was reported the treatment testing failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.